Event description:
It was reported that the patients underwent an explant procedure due to an inadequate stimulation. The explanted device will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(4), batch: 2000021126/20134704.